Event description:
It was reported a pcu in the intensive care unit (ICU) was not plugged into ac power, running on battery for approximately four (4) hours when the device alarmed "battery discharge" and shut off. According to the customer the device did not alarm for low battery prior to discharge. During that time a patient admitted for hemorrhagic shock was receiving infusions of epinephrine (0.6mcg/kg/min), norepinephrine (0.8mcg/kg/min) and vasopressors (0.6 mili units/kg/min) to control blood pressure when the device turned off. The clinician attempted to restart drips, however had to "turn pump off and completely restart". During this time, patient's blood pressure was lost. Epinephrine was increased to 1mcg/kg/min and vasopressin increased to 1.6 mili-units/kg/min. Blood pressure did not return. Patient's heart rate decreased further until no pulse was detected. Customer reports patient passed away.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a pcu in the intensive care unit (ICU) was not plugged into ac power, running on battery for approximately four (4) hours when the device alarmed ¿battery discharge¿ and shut off. According to the customer the device did not alarm for low battery prior to discharge. During that time a patient admitted for hemorrhagic shock was receiving infusions of epinephrine (0.6mcg/kg/min), norepinephrine (0.8mcg/kg/min) and vasopressors (0.6 mili units/kg/min) to control blood pressure when the device turned off. The clinician attempted to restart drips, however had to ¿turn pump off and completely restart". During this time, patient's blood pressure was lost. Epinephrine was increased to 1mcg/kg/min and vasopressin increased to 1.6 mili-units/kg/min. Blood pressure did not return. Patient's heart rate decreased further until no pulse was detected. Customer reports patient passed away. A copy of the medwatch report from FDA was received, which states, ¿ICU patient on very high epi/norepi/vaso for hemorrhagic shock. Alaris pump alarmed discharged battery and immediately turned off, no prior battery alarms noticed. Nurse attempted to restart drips, had to wait got pumps to turn on and completely restart. Took less than a minute, however in that time patient blood pressure lost and was not able to get it back. Epi taken to 1 mcg/kg/min and vasopressin increased to 1.6 mill-units/kg/min with little improvement. Push pull started; heartrate decreased significantly. Pulse not detected. Patient was a full and prior to this event. Per discharge summary: on epinephrine, norepinephrine, and vasopressin for hypotension on extremely high doses (0.6 mcg/kg/min , 0.8 mcg/kg/min and 0.6 mili-units/kg/min respectively ) were the lowest able to achieve prior to his demise. All alaris devices are on software version 9.33, we have not upgraded to v12.¿

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.